Event description:
Advanced bionics was informed that the pt had been experiencing tinnitus. The pt electively discontinued use of the implant for several months; however, this did not resolve the issue. The pt's device was explanted.